Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing r-waves. The device was successfully reprogrammed. The patient was in stable condition. No additional information was reported.